Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that there was poor or no suction or no phaco power while using the system. Timing of the event and patient impact are unknown.additional information has been requested but none received to date.

Manufacturer narrative:
The customer reported that the system had no suction or phaco power. The company service representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on february 13, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information received indicated the event occurred during surgery. The procedure was completed without patient harm.